Event description:
It was reported the catheter was used for coil delivery. Upon removal, the catheter's distal tip separated from the rest of the catheter. No pt injury reported. Same event as MDR# 2029214-2009-00307.

Manufacturer narrative:
Eval of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the separation of the distal tip/marker band was likely due to tensile force applied exceeding the limits of the catheter. Catheter separated.